Event description:
Spontaneous call received from infusion rn. She is receiving error code on moog 6000 cms serial number (B)(4) expiration date 03/06/2021 - motor stalled. Batteries and tubing replaced, tried on ac adapter. Pump will not pump medication. Pt received infusion via dial a flow tubing. No side effects reported from pump malfunction. No further details provided. Dosing information: infuse 20 mg per kg intravenously every 2 weeks in 100 ml normal saline (total volume) over 3-4 hours via infusion pump. Reported to (B)(6) by: health professional. Dates of use: (B)(6) 2020 to current.